Event description:
It was observed during the device evaluation, the videoscope had a b30 communication error. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection where the reported failure was identified. Based on the results of the investigation, a root cause could not be identified. The following is included in the device IFU: we confirmed that the event is detectable/preventable by handling the product in accordance with the following IFU. Bf-290 series operation manual ¿chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.